Event description:
It was reported that the log files captured power cable disconnect/low power hazard/no external power while connected to the mobile power unit (mpu) on (B)(6) 2026 at 19:32. This was caused by the power to the mpu being briefly interrupted. There was no pump interruption during these events as system controller¿s emergency backup battery (ebb) functioned as intended. The alarms were resolved upon the mpu regaining power.

Manufacturer narrative:
D4 - the primary UDI number in d4 is reflective of all currently available information no further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.